Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Reportedly, the customer¿s mom delivered a manual insulin injection to address the elevated bg, and assisted with changing the infusion set and cartridge and resumed insulin.